Event description:
Client developed shoulder infection after steroid injection and use of clinipad alcohol swab prior to injection. Client had tendonitis in shoulder and was getting 2nd series of injection of solumedrol 20mg and lidocaine 2cc at each of two different sites. Hospitalization 12/31/1999. Cultured 1/1/2000 (see b6). 3 operations since infection.